Manufacturer narrative:
Country of origin is (B)(6). A qc was run with acceptable results. A sample has been returned for investigation.

Event description:
The initial reporter received false high elecsys troponin t hs results from the cobas e 801 module analyzer serial number of (B)(4). The initial result was 922 ng/l and the rerun result was 10-11 ng/l. The questionable results were reported outside the laboratory.

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.